Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support. Reportedly, customer reverted to an alternate method of insulin therapy.